Event description:
Patient underwent aortic valve replacement and repair of aortic aneurysm in (B)(6) 2017, during which a sorin 3t heater-cooler was used. The heater cooler was purchased in 2012 and maintained according to manufacturer's IFU. In late (B)(6) 2022, reporter received notice that patient had been diagnosed with a non-tuberculosis mycobacterium (ntm)infection (m. Chimaera) by an outside hospital. The unit was not used after july 2018 and was returned to the manufacturer in 2019. FDA safety report ID# (B)(4).